Manufacturer narrative:
(B)(4).

Event description:
It was reported that the lead was capped and replaced on (B)(6) 2016 due to noise causing oversensing and inappropriate shocks. The patient condition is stable.